Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Patient reported "the biocell-induced capsule tissue was pathologically adhered to my chest wall. During the dissection, the surgeon perforated my pleura (lung lining). To save my life, the emergency surgery had to be aborted, leaving toxic leftover capsule remnants (measuring 5x6 cm and 6x7 cm) firmly fused to my thoracic tissue". This record is for the left side. Device was explanted. Patient also reported "severe health complications, surgical trauma, subsequent financial ruin" and "systemic collapse" which are not device related.